Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Trumatch tibial block cracked in middle of block just above metal curring slot.

Manufacturer narrative:
The device associated with the reported event was not returned for evaluation. Review of the device history records did not reveal any manufacturing deviations or anomalies. A design file review was conducted and the proposal design and block design were confirmed to be designed to trumatch specifications. The investigation did not conclusively identify the root cause of the breakage; however, it was reported a depuy non-recommended saw blade was used during the surgery and could be a contributing factor. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.